Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 11/28/2018. The service engineer (se) inspected the device and verified the reported issue. The se replaced the power management (pm) printed circuit board (pcb). The se performed performance verification testing (pvt) and returned the device to the customer.

Event description:
It was reported that the ventilator generated a blower stalled error code when it was powered on. The ventilator was not in use on a patient at the time of the reported event. The event date was not specified; estimate used.